Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, getting the position of the transseptal puncture at the correct height, minimally or bulky/severely calcified mitral leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to procedural factors (too atrial placement of the valve), patient factors (dehiscence of the ring worsened by post dilation) likely contributed to the reported pvl and planned plug placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the deployment of a sapien 3 ultra valve in a pre-existing mitral surgical ring, the sapien 3 ultra valve landed too atrial, resulting in paravalvular leak (pvl). A 26 mm sapien 3 ultra valve was deployed in the pre-existing mitral surgical ring with nominal plus 3 cc of volume. The valve landed more atrial than preferred; approximately 60:40. Post deployment, 'some' pvl was noted. It could not be determined if the pvl was between the valve and the ring, or between the ring and the annulus. Post dilation of the valve was performed using an additional 2 cc. After post dilation, the pvl was observed to be worse. It was then determined that dehiscence of the ring had occurred and the post dilation of the valve made in worse. It was determined that since the patient was stable and the pvl was large enough not to cause hemolysis, the patient would be brought back at a later time for a plug placement. At the time of the report, the patient was in stable condition. The ring and valve remain implanted in the patient. The plug placement procedure has not been scheduled at this time.